Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was seen in clinic and there were no device issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "pacemaker doesn't work". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.